Event description:
The customer stated that she went to urgent care due to injuries she sustained while experiencing low blood glucose levels. The customer stated that she changed the infusion set the day prior to the event, and was disconnected during the rewind and prime. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. Found that the insulin pump was exposed to an xray and CT scan during the hospitalization. Ran the displacement test, and the insulin pump passed. Advised the customer not to expose the insulin pump to those types of tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.